Event description:
Pt undergoing right femoral vein angioplasty with xxl vascular large diameter 7f balloon dilatation catheter. Venous blood was aspirated from balloon port, indicating rupture of balloon although care was taken not to exceed balloon burst pressure of 8 (atm). Balloon was partially withdrawn through sheath under fluoroscopic monitoring. Distal 2cm of balloon would not pass through venotomy site and sheath. Distal aspect of balloon catheter clamped in place at venotomy puncture site. Pt taken to operating room for removal of retained balloon catheter. See scanned pages.